Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured two times. After the recapture, the capsule could not be closed fully. The delivery catheter system (dcs) was pulled out of the patient and a non-medtronic valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evproplus-34 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evprop34 (lot: 0012281963); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule fully closed. The capsule appeared intact with no evidence of damage. There were bends to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the returned valve deployed with no crown overlap visible. While rotating the outer shaft, there was a significant initial delay in the capsule retracting noted. The deployment knob appeared to retract and advance the capsule, however scratching was heard within the stability shaft. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was severe damage observed on the threading of the screw gear. The frame release gap appeared to be smaller than usual, and when placed into the frame release/handle gap tool the frame release gap was found to be out of specification. The device was disassembled, and the middle member was removed. A bend was visible to the proximal end of the middle member and a scratch was visible to the bend site. The outer shaft was removed, and torsional damage was visible at two separate locations. One location exhibited severe torsional damage, with tearing visible to the outer shaft threading and a spine wire protruding through the threading. Polymer debris was visible on the torn outer shaft threading. The reported event for unable to recapture could be confirmed in the analysis due to the damage visible to the outer shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: fluoroscopic cine loops of the pre-balloon dilatation and implant procedure were provided for review of the event. Volumetric computed tomography (CT) images from the patient summary was not provided for anatomical review. The provided images show no sign of misload during fluoroscopic valve load inspection. They also show a challenging anatomy with severely calcified right- and non-coronary leaflets, tortuous access vessels and aorta, and an annulus diameter that is too large for a 34 mm evolut valve as per official medtronic sizing chart. As visible from an image, the evolut valve migrated downwards during the deployment attempts and would have ended up too deep in the ventricle. Also in the image, the delivery catheter can be seen to come down the ascending aorta too steep which makes valve positioning difficult. What could have led to a successful positioning and implant, might have been the use of a stiffer guidewire. No medtronic device was implanted, no adverse patient effects were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve was recaptured as the implant depth was too deep. No difficulty recapturing the valve was reported. The valve was attempted to be deployed two times.